Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a consumer receiving baclofen at an unknown concentration and dosage via intrathecal drug delivery pump for intractable spasticity and movement disorders. It was reported that the patient had a refill and 24 hours later was experiencing terrible hallucinations, itching, and sweating. The symptoms started the day the pump was supposed to go dry had patient not had a refill. The patient is in the hospital with what appears to be baclofen withdrawal. A dye study was performed and did not report any problems.